Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be made if the product is returned, and if the investigation requires.

Event description:
During a lumbar rf procedure, while in lesion mode, an error message was received. Troubleshooting efforts were unsuccessful. The patient had already been given local anesthetic when it was decided to cancel the procedure. Afterward, the staff was unable to recreate the event and the generator seemed to function properly.